Event description:
It was reported that a folfusor under-infused. This occurred during a patient infusion of an unknown drug(s). The reporter stated that the infusor was observed to have emptied only half of the total amount expected to be infused after the completion of the seventh day of infusion. The infusor was expected to have completed infusion on the seventh day of infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.